Manufacturer narrative:
This lens is sold in the USA under model mi60lus.

Event description:
Sterile fibrin formation was found one week post-op with reduction of visual acuity. An anterior chamber wash was done through a new incision. The culture results of the anterior chamber fluid were negative. The pt's visual acuity has improved, and the lens remains implanted.